Event description:
During the initial stages of the surgery before the surgeon had put knife to skin the robot got stuck in position when the surgeon tried to do the neurolocate registration to confirm the position of the patient within the robot space. The surgeon chose to continue the surgery by another means and the patient was successfully treated. In another occasion the surgeon may have had to cancel the procedure giving the patient anaesthetic with no therapeutic benefit, this is being reported on this basis of this potential indirect harm if it were to occur on another occasion.